Event description:
Doctor reported that a proultra endo tip separated in a patient's tooth while trying to retrieve a separated instrument (not manufactured by dentsply). The separated piece was retrieved without sequela.